Event description:
It was reported the pt experienced a fracture of the vertebrae where the leads were located. There were no falls or injuries. The fracture was thought to be due to the vibration of the lead. The pt had surgery to correct the issue. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
.